Event description:
Customer reports to have high blood glucose of over 600 mg/dl, which was treated. Blood glucose lowered to 561 mg/dl and then began to rise again. Customer was educated on active insulin. Troubleshooting could not be performed as customer was in a vehicle awaiting her son.. Customer was advised to change set as soon as possible and to call back shoudl high blood glucose persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.